Manufacturer narrative:
(B)(4). Title: efficacy of stentless aortic bioprosthesis implantation for aortic stenosis with small aortic annulus citation: thorac cardiovasc surg 2015;63:446¿451 authors: takashi murashita, yukikatsu okada, hideo kanemitsu, naoto fukunaga, yasunobu konishi, ken nakamura, tadaaki koyama. No unique device identifier (serial/lot) numbers were provided; without this information it cannot be determined whether this event has been previously reported.

Event description:
Medtronic received information via literature review that a study was performed to investigate long-term impact of stentless aortic bioprosthesis on clinical outcomes compared with stented aortic bioprosthesis. The study population included 140 patients (predominantly female, mean age of 73 years), 69 of which were implanted with a medtronic stentless bioprosthesis (serial numbers not provided) and 71 of which were implanted with a medtronic stented bioprosthesis (serial numbers not provided). Among all patients three early deaths occurred due to low output syndrome (2) and stroke (1), and twelve late deaths occurred (four cardiac and eight non-cardiac) without causes provided. One of the late deaths due to congestive heart failure was deemed valve-related. Among all patients seven adverse events occurred which included: stroke (3), readmission for congestive heart failure (3) and structural valve deterioration requiring reoperation (1). No additional adverse patient effects were reported.

Event description:
Additional information received from the physician stated that medtronic product did not cause or contribute to a death or other adverse event, no serial number identifiers were available, and no product was available for return to medtronic.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.